Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a direct right inguinal hernia next to the reservoir of the device. In addition, the ipp is exhibiting deflation issues due to the pump not performing as expected, and the left cylinder was reported to have an aneurism. The device remains implanted, and a revision surgery has been scheduled. No patient complications were reported.